Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported leak near the hub. A search of the complaint handling database was performed and there were no other complaints identified from this lot. A search of the lot history record for this specific lot indicated no related non-conformance records. Based on an expanded investigation, a product issue related to leakage at the hub was identified. It was determined that the root cause of the event was related to the hub assembly method used during manufacturing. Corrective and preventive actions were implemented and demonstrated to be effective. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the non-calcified, 70% stenosed external iliac artery. An 8.0 x 20 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was selected for the procedure. The pta catheter was advanced with no resistance to the lesion and on the first inflation attempt a leak was observed near the hub of the catheter. The catheter was removed from the anatomy, replaced by an unspecified pta catheter and the procedure was successfully completed. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.